Manufacturer narrative:
On march 10, 2023, mentor received confirmation that the right rupture device was discarded and the left intact device was given back to the patient. On march 17, 2023, photo evaluation was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left pain, and generalized illness (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old female patient underwent revision breast augmentation with 370cc mentor memorygel xtra breast implant on both sides and experienced breast implant rupture, and lot of pain on her right side postoperatively. Rupture was diagnosed via MRI. The patient has consulted with the healthcare professional. Per additional information received on (B)(6) 2023, mentor became aware that patient experienced right side capsular contracture; baker grade IV, left side pain, and generalized illness symptoms including dry eyes, muscle/joint pain. As a result, the patient underwent bilateral removal only surgery on (B)(6) 2022. It was reported that the devices were discarded. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On march 9, 2023, clinical code "breast pain" was removed per correct codification as generalized illness was already reported. Reason for device explant and/or reoperation: left generalized illness this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4). Breast pain removed